Event description:
It was reported that the attorney alleges the customer was involved in an auto accident on (B)(6) 2009, in which the customer sustained bodily injury and was required medical treatment. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best or our knowledge.